Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported by the patient that the superior sternal tip of this electrode occasionally dislodges causing pain and swelling which resolves when the electrode feels as though it has returned to its original position. In-clinic follow-up and x-ray imaging was recommended. At this time, no adverse patient effects have been reported. This electrode remains in service. Additional information received indicates the patient was seen for in-clinic follow-up. No x-rays were performed. Provocation tests were performed with no noise, but it caused pain and swelling at the tip of the lead. The patient was seen by a consultant who advised that the tip could be sewn down if the patient carries on having this issue. The patient will monitor and advise if they want another procedure.

Event description:
It was reported by the patient that the superior sternal tip of this electrode occasionally dislodges causing pain and swelling which resolves when the electrode feels as though it has returned to its original position. In-clinic follow-up and x-ray imaging was recommended. At this time, no adverse patient effects have been reported. This electrode remains in service.